Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in impedance. It was noted that the maximum atrial lead impedance suddenly went to a high level measurement. No intervention or action has been taken on the lead, and it remains in use. No patient complications have been reported as a result of this event.